Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital, the atrial lead was noted dislodged. The physician made multiple attempts to revise the lead. The lead was explanted and replaced. The patient was doing well post procedure.